Event description:
The customer reported that the day after an emergency c-section was performed, a blistered area was noticed on the pt's buttock. The wound was reported as being 2nd degree in nature and was treated with wet/dry wound care and antibiotics. The pt is currently under evaluation to determine whether a skin graft will be necessary. The incident surgical pencil and return electrode have been discarded by the site and will not be returned for evaluation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.